Manufacturer narrative:
Analysis was performed on the returned device. The reported kink was confirmed. Additionally the guide was returned broken at the same area where the guide tube was kinked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported kink could not be determined as it was reported that the kink occurred during removal from packaging; however, the device was returned with blood on the device indicating the device was inserted into the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported when the proglide device was unwrapped it was recognized that the system was kinked between guide wire exit port and foot. There was no patient involved. No additional information was provided. Returned device analysis identified blood visible on and inside the device indicating that it was inserted into the patient anatomy. The guide was returned in the pre-deployed state and was broken at same area where the guide tube was kinked.